Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental report was created to capture additional information. There is no allegation. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown reason. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not successfully implanted due to patient had persistent superior vena cava (svc) and physician wanted a longer lead.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown reason. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. There is no allegation. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown reason. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the lead was not successfully implanted due to patient had persistent superior vena cava (svc) and physician wanted a longer lead.